Manufacturer narrative:
The reported unintended movement was confirmed during functionality testing performed by the arjo technician and it was identified that the control box and handset were defective and caused this issue. The defective components were replaced and the bed's proper functionality was confirmed during testing. In summary, there was no indication that the involved enterprise 5000x was used with the patient. The device evaluation revealed that the bed did not meet the manufacturer's specifications. The complaint was decided to be reportable due to the allegation of the unintended enterprise 5000x bed movement (the bed moved to the other direction than requested).

Manufacturer narrative:
The process of gathering and analyzing information is ongoing. The results of analysis will be provided upon conclusions of the investigation.

Event description:
It was reported by the end user that the enterprise 5000x bed was malfunction. The device evaluation performed by arjo technician revealed that the bed moved to the other direction than the intended one after pushing the up button. The bed tilted instead of moving up. There was no indication regarding patient involvement. No injury was reported.